Event description:
It was reported that the user experienced high blood glucose readings up to 538 mg/dl and a ¿high¿ sensor reading associated with sensor connectivity errors and an insulin occlusion alert while using an ilet system, resulting in difficulties maintaining automated insulin delivery and requiring a temporary switch to subcutaneous insulin via pen. The agent performed troubleshooting with the user, a full supply and site change. Investigation of this case revealed no bent cannula on removal, and resolution after replacing sensor and infusion set. Symptoms include nausea, thirst and lethargy associated with elevated blood glucose. Outcomes included loss of automated insulin delivery. It was concluded that the event was hyperglycemia with an unclear cause, potentially related to transient sensor communication issues and an infusion delivery interruption, with resolution after supply replacement and reconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.